Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 244 mg/dl (aviva system 1) and 127 mg/dl (aviva system 2) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for aviva system 1. (B)(4).